Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient had inadequate pain in their low back and legs, boluses only lasted a couple minutes and they continued to experience leg spasms. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in hydromorphone by 0.3mg and an increase in boluses to 0.5mg was made. Additional information received from a healthcare provider via a clinical study indicated that an increase in sc hydromorphone 0.2mg/day and an increase in bolus dosage by 0.15mg as well as a decrease in bolus frequency by 2 options/day was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in bolus dose by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that aa catheter kink was found. Surgical revision would be required.

Manufacturer narrative:
Continuation of d10: product ID: 8782, serial#: (B)(6), implanted: (B)(6) 2022, product type: catheter. Product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 05-nov-2022, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(6), ubd: 30-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.